Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). On an unreported date, the patient underwent colonoscopy for an unreported indication without draining the fluid of pd therapy from the peritoneal cavity which led to peritonitis. The patient was hospitalized for the event. On an unreported date, the patient was treated with cefazolin sodium (4 times a day, dose not reported) ip for peritonitis. On an unreported date, the patient was discharged from the hospital. The patient recovered from the peritonitis event. Baxter pd hardware and disposables are no longer suspect products for contributing to the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for the event. Treatment was not reported. The outcome of the peritonitis was not reported. The action taken with dianeal therapy was not reported. No additional information is available at this time. This is report 3 of 3 involved in this event.